Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation the most likely cause is traced to connector circuit board failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error code b30. There was no patient involvement.